Event description:
It was reported to philips that the heartstart xl defibrillator shock was not delivering during testing. It was clarified that the equipment was not switching on battery. The battery was not getting charged. There was no patient involvement.

Manufacturer narrative:
Pr#: (B)(4).